Manufacturer narrative:
(B)(4). Insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Insulin pump communicated properly with a test guardian 2 link and the glucose sensor simulator. The sensor feature functions properly. No sensor calibration anomaly noted. Insulin pump received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.

Event description:
Information received by medtronic indicated that the insulin pump serial number was rubbed off and they were experiencing high blood glucose level as well as low blood glucose level also. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.